Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The monopolar instrument conductor wire was found broken at the weld and was dislodged from the monopolar yaw pulley. It was noted the conductor cap and the yaw pulley exhibited localized melting/arching damage due to the weld failure. Further evaluation, confirmed the conductor wire was broken internally within the yaw pulley, at the weld between the wire and hook shank. It was observed there was charring present in and around the yaw pulley hole where the wire enters. Most of the silicone potting was present, but was loosely attached and could be lifted up from the yaw pulley outer surface. The potting separation may have been a contributor to the arcing. Based on the current knowledge of the failure mode, the wire break at weld is not associated to user mishandling/misuse. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, arcing was observed inside the plastic base of the permanent cautery hook. The procedure was completed with no reported injury.